Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. The insulin pump was inspected and no trace of moisture damage found on the electronic/motor assembly. The insulin pump had cracked on reservoir tube and scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 88 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.